Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred on an integrated electrosurgical unit (iesu) when the customer was attempting to use the monopolar coag energy. An isi technical support engineer (tse) had the customer reboot the iesu, but the same issue persisted. As the force triad generator is compatible with the system, the customer continued the procedure with the force triad. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The iesu powered on with error c-34 every power cycle. No intra-operative or post-operative complications occurred. No further information was available.

Manufacturer narrative:
Based on the claim against the product by the customer noting error c-34, an investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and was able to reproduce error c-34. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint for evaluation. The iesu was run in normal mode on an in-house system. The reported c-34 error was reproduced. The complaint regarding the c-34 error was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a defective iesu generator. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.